Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and had received several no delivery alarm. The customer¿s blood glucose level was 308 mg/dl. The customer treated with pen. Customer states they have tried all remedies. Advised the pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The device was received with motor error alarm during the basic occlusion test due to loose and flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm due to motor error alarm.